Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin 2 g (route and duration not reported) and ceftazidime 1 g daily for ten days (route not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering and the effluent was ¿slightly clear¿. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date the patient¿s effluent was clear and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.